Manufacturer narrative:
The distributor reported contamination in the pouch of this product. Once the product was received it was noted there was a partial seal on the pouch. The pouch is sealed on the manual sealer. We are evaluating options to help reduce the risks associated with the process. The partial seal would have been obvious to the final user when the pouch was picked up to be opened for use. The contamination contained in the pouch is under the acceptable requirements per the tappi chart.

Event description:
Customer reported there is an unk object inside the pouch. It was observed at our facility that the pouch has a partial seal once the product was received from the customer for review.